Manufacturer narrative:
Device received pump error 38 during rewind due to corroded motor home switch as well as corroded electronic assemblies. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 37 and pump error 130 due to pump error 38. Device tested outside the insulin pump and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received multiple insulin pump error. Customer's blood glucose value was unknown. Customer also stated that the insulin pump was able to clear alarm but unable to rewind the insulin pump. The customer was assisted with troubleshooting. Device will not be returned for the analysis.